Manufacturer narrative:
Philips service replaced the collimator and returned the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the collimator jammed, causing image format issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.